Manufacturer narrative:
Date of event is estimated. The event of lead revision and compromised lead was reported to abbott. The patient underwent a lead revision due to one fractured lead, two migrated leads and one compromised lead. All four leads were explanted and replaced. Lead diagnostics show high impedance on all lead contacts. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Imaging showed that the left l1 lead had fractured and both the right l1 and s1 leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The event of lead revision and compromised lead was reported to abbott. The left l1 lead was fractured, the right l1 and right s1 lead had migrated. These 3 leads were all replaced. The left s1 lead had not migrated. One issue that occurred is that the contacts on sn#(B)(6) had high impedance. Another lead was opened and in the same kit the guide wire was broken in half. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."